Manufacturer narrative:
Log file review could confirm the error message. However, the root cause cannot be determined in the logfiles. The risk management team assessed the error and concluded that the residual risk remains unchanged and at acceptable level. No increased risk for patient, user or third party. This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on a sensor. The label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an energy error occurred with one second remaining in the left eye treatment. The technician clicked through the error message and the surgeon was able to complete the procedure without patient harm. After the procedure ended, the system was recalibrated and passed all tests and all remaining procedures were completed. Additional information requested.